Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device and non-boston scientific leads exhibiting high, out of range shock impedance of 120 ohms to 154 ohms. A technical service (ts) consultant reviewed the data from latitude. Ts advised to perform a 41j shock , and test what shock impedance is when doing it. Perform lead integrity testing, to include a x-ray. The device remains implanted. No adverse patient effects were reported.